Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. All operating currents were within specification. The pump was received with intermittent button response on all buttons due to flattened button dome switches. No unlocked lcd keypad connector was noted during visual inspection. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. To the date the report was required by the FDA.

Event description:
It was reported via phone call that the customer had high blood glucose and keypad anomaly. Customer stated the buttons are not working. Customer stated he woke up to blood glucose of 420mg/dl, treated with bolus. Customer's current blood glucose was 115mg/dl. Customer wished to replace insulin pump for keypad issues. Customer blood glucose at the time of incident was 250mg/dl-260mg/dl. Health care provider advised to add insulin; he noticed it was hard to push buttons. Customer stated that it seems like is not getting any insulin. Customer treated with bolus, but was unable to get pump to bolus, so he treated with syringe. Advice to discontinue use of the insulin pump and revert to back up plan. Customer agreed to return insulin pump for analysis.